Manufacturer narrative:
(B)(4). Returned for review is the alignment frame only. The thumb screw was not received; therefore, no analysis of the fractured component could be performed. However, visual inspection of the frame confirmed thread damage. This device was used for treatment. The device was manufactured in march of 2009 giving it a potential field age of almost 6 years, but the actual frequency of use is unknown. Given the information provided, a definitive cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the connecting bolt screw of the alignment frame was broken.